Event description:
It was reported that there was an error message stating that the motor is not running. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log confirmed the customer complaint. Visual and functional tests were performed. The motor wasn't functioning properly. The reported problem was duplicated. The most probable cause was a defective motor. The stepper motor, clutches, clutch spring, and worm coupling were replaced to fix the issue.